Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vticmo13.2, -15.0/1.0/093 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2018. The lens was removed within the same surgery due to a lens tear/break during injection/delivery into the eye. Patient contact but no patient injury was reported. On (B)(6) 2018 a replacement lens was implanted and the reporter stated that the problem resolved. Cause of event was unknown.